Manufacturer narrative:
The customers reported device tampering was not definitely determined. However, a 2ml syringe volume discrepancy was observed during the customers reported incident time frame between 2:42 am ¿ 2:55 am on (B)(6) 2020. Inspection: the pca module was received with instrument seal broken. Both iuis were observed to be in good condition. The door hinge assembly was observed with the lower right screw missing and the screw insert was observed to be broken off. Internal inspection observed no anomalies with any of the electrical or mechanical components. All parts inspected are manufactured by bd. Test results: functional testing was performed by replicating a pca dose only infusion observed the pca module infusing as programmed. Plunger force accuracy, plunger position accuracy and barrel clamp accuracy was performed on the returned pca module, passing all tests as expected. Asm binary switches task showed the security door system to be functioning as expected. The root cause of the pca module being tampered with was not definitely determined. However, a 2ml syringe volume discrepancy was observed on (B)(6) at 2:49 pm on the source pca module after the syringe was removed, reinstalled, or possibly changed. Device history review: a review of the device history record showed the device had a manufacture date of 07/29/2008. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for s/n (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history record was performed for the s/n (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer.

Event description:
It was reported that the patient controlled analgesia pump module may have been tampered with during infusion to a patient. There was no patient harm. Although requested, further information was not provided.

Event description:
It was reported that the patient controlled analgesia pump module may have been tampered with by an employee during infusion to a patient. The pca infusion was programmed for hydromorphone 25mg/50ml; 0.3mg every 10 minutes. There was no patient impact or harm.

Manufacturer narrative:
Although requested, the affected device has not been received. A follow up report will be submitted with investigation results should the device be received for evaluation. Although requested, further information was not provided.

Event description:
It was reported that the patient controlled analgesia pump module may have been tampered with during infusion to a patient. There was no patient harm. Although requested, further information was not provided.